Event description:
Reporter alleged obtaining the results of 130 mg/dl and 280-289 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Device issue needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event. Failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was provided.